Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. MRI for patient shoulder was needed. MRI was not related to the device or therapy. It was reported that the patient have not used the device in over a year since it did not provide pain relief for them. They had the stimulator off. The patient was not interested in recovering the battery from over discharge and they did not believe the patient wanted to use the device any further. They indicated that the device ¿never worked¿ since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.